Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system eye tracker does not capture the patient eye movement, procedure was abrogated in unknown eye during lasik surgery and there was patient contact but there is no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The issue on that day was not actually caused by a malfunction of the system, but instead the wrong button was pressed. Unfortunately, this was overlooked by both the surgeon and the assistant during the procedure. The treatment was continued using a different device and later the customer conducted tests on the system. Everything was fine, the system was also operated without any issues. No complaint related product is expected to be returned for investigation. No logfiles are available for review. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. The device meets specification as per service installation record. The root cause was determined to be user handling, as the wrong button was pressed. The manufacturer internal reference number is: (B)(4).